Manufacturer narrative:
Qn#(B)(4) the actual device was not returned; however, the customer provided three photos for analysis. The complaint of a kinked guide wire was confirmed from the photos. The outer pouch was observed to be opened and folded. This folding could contribute to such kinking; however, a full visual analysis could not be performed on the full pouch. Likewise, the protective guide wire tubing is not pictured to confirm kinking in the same approximate location. A complete visual inspection could not be performed as no sample was returned for analysis. The manufacturing facility for the guide wire has previously been contacted for complaints of this nature. During manufacturing, guidewires of this type are passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. The packaging facility was contacted as part of this complaint investigation. The appearance of the defect appears consistent with damage due to improper storage/shipping; however, this cannot be confirmed without the sample returned or without more detailed photos of the protective guide wire tubing and packaging. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of kinked guide wire was confirmed by visual inspection of the customer supplied photos. The outer pouch was observed to be opened and folded in the customer photos. This folding could contribute to such kinking, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate and based on the comments from manufacturing and packaging , the appearance of the damage is consistent with improper storage and shipping conditions; however, this cannot be confirmed without the sample returned for analysis. Therefore, the root cause for this complaint cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the introducer needle was bent as well as the spring wire guide. It was noticed as he was opening the packet in preparation for use in theatre. They kept the item aside and opened a new packet which they used successfully." There was no patient involvement; therefor, no patient harm or injury.

Event description:
It was reported "the introducer needle was bent as well as the spring wire guide. It was noticed as he was opening the packet in preparation for use in theatre. They kept the item aside and opened a new packet which they used successfully." There was no patient involvement; therefor, no patient harm or injury.

Manufacturer narrative:
(B)(4).